Event description:
The user facility reported that a basket wire was used during a therapeutic bronchoscopy procedure to remove a metallic tooth filling that the pt had swallowed. The pt had shortness of breath. The wire basket was deployed from the scope and was able to grasp the foreign object, but the user felt like the wire broke, and the user had difficulty removing the wire basket from the scope. The physician was able to remove the wire basket from the pt. The user attempted to use another wire basket to remove the foreign object but with no success. The procedure was terminated and rescheduled.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval, as it has been discarded following the procedure. The exact cause of the user's experience could not be conclusively determined.